Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The allegation of noise signals could was analyzed via faxed electrocardiograms. Analysis confirmed that the type of noise observed was consisted with airbubble oversensing where air/fluid leaks though the seal plugs due inadequate seal plug sealing at the time of and shortly after implant. Laboratory analysis confirmed the clinical observations.

Event description:
Boston scientific received information that during the implant of this implacable cardioverter defibrillator (ICD) explained signals were noted on the electrocardiogram when connecting the device to the ventricular lead. The ICD and lead were disconnected and reconnected and similar behavior was noted. The physician believed that there was damage to the seal rings and elected to use a new device. The new device and ventricular lead were implanted successfully. No adverse patient effects were reported.